Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Image review: pre-implant computed tomography (CT) imaging was received for review and contains motion artifact/blurring, measurements are estimates. Annulus perimeter is 88.4 mm and perimeter derived measures 28.1 mm suggesting a 34 mm valve per sizing matrix. Aortic valve appears significantly calcified. Protruding calcium seen in aortic annulus under left coronary cusp (lcc) and non-coronary cusp (ncc) extending into the left ventricular outflow tract (lvot). Aortic root angle is 54 degrees. Intra procedural fluoroscopic images were provided for review. Fluoroscopic valve load inspection of the first valve was provided for review and confirmed a good load. A pre-implant balloon dilatation was performed prior to valve implant twice because the first time the balloon moved ventricular and the burst during the second inflation. Another balloon dilatation was not attempted. There was no evidence of infold with the first deployment attempt but was significantly under expanded which warranted a recapture. An infold is noticeable after the second deployment attempt. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and not used. New sterile components must be used. Fluoroscopic valve load inspection of the second valve was provided for review and confirmed a good load. Another pre-implant balloon dilatation was performed. There was no evidence of infold with the first deployment attempt but was significantly under expanded which warranted a recapture. An infold is noticeable after the second deployment attempt. The valve was not released at this time and was exchanged for a new valve. Fluoroscopic valve load inspection of the third valve was provided for review and confirmed a good load. The third valve was implanted at a shallow depth and aortic regurgitation is seen on fluoroscopy possibly due to the significant calcification; however, no further intervention was warranted. Additionally, a peripheral angiogram revealed contrast extravasation on the left common femoral artery. There is no evidence of a percutaneous intervention, but it was reported that the patient was being evaluated by the vascular team. Conclusion: various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Inaccurate delivery does not typically indicate a failure to meet manufacturing specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvu loplasty (bav) was performed with an 18 mm non-medtronic balloon (valver) due to the 34 mm valve size selected and the presence of left ventricular outflow tract (lvot) calcium. During the first bav, the balloon descended into the lvot, and during the second bav, the balloon burst. Subsequently, when the valve was 80% deployed, it appeared to be "extremely" constrained, so the valve was recaptured but an infold was noted on the next deployment at 80%. The valve was not implanted and was exchanged with a second valve of the same size and model. Before attempting to implant the second valve, another pre-bav was performed with a 20 mm non-medtronic balloon (valver). However, when the second valve was 80% deployed, it was reported to be "extremely" constrained like the first valve, so the valve was recaptured but also like the first valve, an infold was noted on the next deployment at 80%. Afterward, the second valve was not implanted and was exchanged for a third valve of the same size but a different model. The third valve was ultimately implanted in a high position, but the patient's calcium kept it in place. It was also reported that throughout the procedure the patient's pressures were very low due to an unknown cause as nothing was obvious on femoral digital subtraction angiography (dsa). Hemoglobin went from the mid 90's to 45, so 2+2 units of blood were transfused and multiple units of metaraminol (vasopressor) were administered. At the end of the procedure, the access appeared to be stable; however, the patient's pressures continued to drop and more blood products were administered. It was stated that the patient was being evaluated by the vascular team. On further investigation, a slow leak appeared via the bifurcation of the second access site caused by the first puncture. No additional adverse patient effects were reported. Additional information was received which reported that a misload was not identified with either medtronic valve. According to the physician, the patient's annular and left ventricular outflow tract (lvot) calcification contributed to both infolded medtronic valves. A procedural delay due to the infolds were reported, as the team had to remove both valves, reload replacement systems, and pre-dilate between valve exchanges. The vascular injury was presumed to have occurred at the start of the case, while gaining access. According to the physician, the cause of the slow leak at the bifurcation of the access site was due to a wire potentially going through the artery. The physician did not attribute the slow leak to either of the medtronic delivery catheter systems (dcs). No additional adverse patient effects were reported.